Event description:
It was reported that a malfunction alarm occurred with the code malf 12. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer in performing the reset, and the customer was advised that they may continue using the pump, with the agreement to contact support if the issue recurred.